Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while preparing the left ventricular (lv) lead on the surgical table, the guidewire was difficult to insert beyond the distal portion of the lead. The guidewire was removed, and another guidewire was attempted with the same resistance. The physician noted an issue with the ¿lead tip seal¿. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal electrode of the lead had an issue. The analyst noted that the guidewire could not pass through the tip seal. There appears the slit gross cut was not deep enough through the material, so a road block for the guidewire. If information is provided in the future, a supplemental report will be issued.